Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited increased thresholds post deployment and tether removal. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mc1avr1-delsys, expiration date: 28-feb-2023, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 04-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.